Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's device was explanted due to infection at the generator site. The device history records of the generator and lead were reviewed, and the devices were sterilized according to procedure prior to distribution. No additional relevant information has been received to date.

Event description:
Further information was received that all of the patient's infections are related to the patient's first mastectomy surgery. It was stated the physician believed the infections were related to the mastectomy surgery itself and not vns surgery. The other infections reported for the patient were reported in MFR. Reports #1644487-2018-00297 and #1644487-2019-01438. No additional relevant information has been received to date.